Event description:
Additional information was received that the right ventricular (rv) channel of the device was reprogrammed to resolve the event. The patient will continue to be monitored.

Event description:
During a remote follow-up, loss of capture was observed on the right ventricular (rv) lead. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.